Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
The patient reported by phone that the valve on the catheter was not holding. It's sliding out. Our employee changed the valve. Catheter implanted for about 2 years. Patient was not harmed was the valve disconnected from the catheter? Yes. Was the valve not able to connecting to the catheter? No. Was there leakage? Unknown. Was there any damage noticed on catheter valve? No. Was the valve cracked or broken? No. Where is the catheter located? Abdomen or chest: chest. Is there a photo or sample available showing the reported issue? No. What was the impact to the patient? No impact.